Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: saw blade device, (B)(6) 2019. Device history record review: a device history review was performed and no non-conformances were directly related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the sticky trigger and the cutter could not be inserted issue was related to normal wear and the saw head falling off was related to a design issue. The assignable root cause was determined to be due to wear from normal use and servicing and design, construction/design false, defective. The issue related to the saw head falling off has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was not running smoothly and was jammed at some positions. It was further determined that the trigger was sticky. It was determined that the clamping screw of the saw head became loose, making it difficult to insert the saw blade device. It was determined that since the saw head had become loose, it even rotated in the engaged position. It was observed that the saw head fell off. It was further determined that the device failed pretest for general condition, check saw head ratchet and trigger test. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device availability: the device availability date was incorrect in the initial report. The date has been updated from 7/17/2019 to 7/18/2019. If additional information should become available, a supplemental medwatch will be submitted accordingly.